Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced tachycardia, dehydration and vomiting. The patient was brought to the doctor by their mother and when a fingerstick was taken the cgm reading was 250 mg/dl, and the blood glucose reading was 450 mg/dl. The patient was brought to the hospital and according to the reporter was experiencing diabetic ketoacidosis. The patient was treated with intravenous fluids with insulin and electrolytes and was given antibiotics, cefpodoxime. The patient was also given their daily medication. The patient was still recovering and admitted at the time of the report, which was 2 days after the event date. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B3: date of event - correction. B5: describe event or problem - correction. H2: correction.

Event description:
On (B)(6) 2025, the patient experienced tachycardia, dehydration and vomiting.